Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an increase in right atrial (ra) impedance measurements from 679 to 1,457 ohms. The patient recently had an a atrial ablation and the ra lead no longer planned to be used. All atrial based programming was turned off in the device.